Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer became aware of the event.